Event description:
Customer reports the following: "customer complained that the pump had failed immediately upon use, despite being returned from sydney workshop after investigation stating no fault found. Pump has been sent for repair previously 4 times in an 8-month period, each time it has been sent back, no fault has been detected. Each time it has been sent back and immediately failed upon use. Error is motor rotation. Has now failed 5 times. Pump will be sent to the pu (production unit - fk vial in france) to investigate." It is noted that the customer sent this to a 3rd party to investigate previously, as the involved fk market unit (mu) was not aware of the previous failures that were referenced by the customer. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was not reviewed because it is not provided. Unfortunately after several attempts to obtain more information about the repairs, the error code, the log data and the device return, nothing was provided. Due to the lack of information, the investigation could not be performed and no root cause can be identified. If further information are provided we will re-open the complaint and pursue the investigation. This complaint is considered as not confirmed. The trend is normal. For this issue as per our local procedure, we initiated no action.